Event description:
It was reported that a leak occurred coincident with peritoneal dialysis therapy, and the patient subsequently experienced peritonitis. A disconnection occurred between a minicap transfer set and a non-baxter plastic adapter which lead to the leak. The following day, the patient experienced peritonitis. The patient was not hospitalized for the event. Treatment details were not reported. Action taken with therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the disconnection leading to the reported peritonitis was determined to be use error, as it was reported that the patient had used a non-baxter product with the baxter healthcare corporation product. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).